Event description:
It was reported that the patient was symptomatic due to pauses. As shown on telemetry and during post-operative testing, the device was exhibiting loss of capture. The right ventricular lead was tested and had measurements within a normal range. After reconnecting the lead to the device, there were multiple pauses greater than two seconds. The setscrew was then retracted and visually checked to confirm the pin was fully inserted into the device. The device again inhibited and there was no output. The device was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.